Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer (a child of (B)(6)) experienced an adverse skin reaction after 7 days of wearing an adc freestyle libre sensor. Customer experienced skin irritation and itching and was taken to see a healthcare professional who prescribed lexxema (methylprednisolone) topical steroid ointment for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor patch (B)(4) was returned for testing. Performed visual inspection on returned sensor patch. No issues observed. Extended investigation was also performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No malfunction or product deficiency was identified.

Event description:
A caregiver reported the customer (a child of 13 years) experienced an adverse skin reaction after 7 days of wearing an adc freestyle libre sensor. Customer experienced skin irritation and itching and was taken to see a healthcare professional who prescribed lexxema (methylprednisolone) topical steroid ointment for treatment. There was no report of death or permanent injury associated with this event.